Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through (B)(4) on 15 oct 2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to spec and white particles in the shell air voids in the gel observed after autoclave cycle. The device is not rupture. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, and "silicone leakage." The device has been explanted.